Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that for the fourth time their insulin pump¿s battery died without an alarm. They inserted 2 batteries and received a weak battery warning and a battery out limit alarm. The customer¿s blood glucose level was 330 mg/dl. The alarm history was reviewed. It was found that they did not receive a low battery alert prior to the off no power alert. The device was not dropped. They did not have any unattended alarms. The battery cap was not loose, cracked or damaged. It was the second occurrence of off no power without a low battery warning. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no off no power alert, low battery alert, weak battery alarm, unexpected battery out limit alarm and dead battery noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.